Manufacturer narrative:
The insulin pump was received with normal operating currents and passed all functional testing's including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was monitored and no unexpected low battery alert or off no power alarms occurred during testing. The insulin pump was received with cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low battery and off no power alert from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the batteries have been running out crazy fast. The customer stated that the issues have occurred for about 2-3 months. The customer stated that the battery indicator showed less than 2 bars. The customer stated that there were no weak signal or lost sensor alerts. The customer stated that they did not receive a low battery alert prior to the off no power alert. The customer stated that the battery cap is not loose, cracked or damaged. The customer was advised that the pump will be replaced.